Manufacturer narrative:
(B)(6). Method: the subject device, ojr414 optiflow junior 2 nasal cannula was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is thus based on the information and photography provided by the healthcare facility and our knowledge of the product. Results: visual inspection of the provided photography confirmed that one of the tubes were detached from the connector (swivel grip joint). Conclusion: based on the visual inspection of the provided photography, information provided and our knowledge of the product, it is most likely that the reported event resulted from the subject device being subjected to excessive force. As part of the manufacturing process, all optiflow junior cannulas are 100% leak and occlusion tested after final assembly and any cannula that fails specifications is discarded. In addition, representative samples from each batch are functionally tested to assess retention strength between the assembled components. If there are any failures the entire batch quarantined for further investigation. The user instructions illustrate in pictorial format the correct set-up and proper use of the optiflow junior 2 nasal cannula. They also state the following: appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times. Failure to monitor the patient (e.g. In the event of an interruption to gas flow) may result in serious harm or death). Do not wrap, insulate, stretch or crush the tubing as this may impair the performance of this product or compromise safety (including potentially causing patient harm). Ensure that all connections are secure during use. Check cannula is undamaged and that the flow path is maintained. Under excessive load, the cannula may disconnect to prevent forces being transferred to the patient. Section d4: device details were not provided. Section h4: manufacturing date was not provided.

Event description:
A healthcare facility in germany reported via a fisher & paykel healthcare (f&p) field representative that the tubing of an ojr414 optiflow junior 2 nasal cannula was detached from the cannula end during use. There was no reported patient consequence.